Manufacturer narrative:
The event device is expected to return. A final report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic excision of endometriosis + myomectomy event description: ports used during procedure: 2 x ctr12 (first port used in the umbilical for direct optical entry, second port used as right ancillary port, lateral to midline) 2 x ctr23 (one port used as left ancillary port, lateral to midline, second port used in the suprapubic position) 1 x 12mm [non-applied] bladeless trocar used in suprapubic position midway through procedure to accommodate for suture needle and specimen removal. Surgeon commented that the ctr23 port used as the left ancillary port, lateral to the midline fell out at the beginning of the procedure, and was placed back through the same incision. Midway through procedure the second ctr23 trocar was removed from the suprapubic incision and the 12mm [non-applied] trocar was inserted in replacement. Three quarters of the way through the procedure, the anaesthetist made comment that the patient had subcutaneous emphysema, and that there was gas leaking, suggesting the surgeon please check that all ports are in the abdominal cavity. Surgeon confirmed that all ports were in the abdomen, and anaesthetist questioned where the gas was leaking from, asking the nurse to check the insufflation stack. No solution was found. From conversations by the anaesthetist the patient's condition appeared to fluctuate. Procedure was completed successfully. At the end of the procedure the surgeon agreed with the anaesthetist that the subcutaneous emphysema was caused by the ports used. The reason being that the ports were the only new products used for this procedure, and this condition is extremely rare for her to experience. Patient was sent to ICU. Surgeon has ceased evaluation. All ports used during the procedure have been returned. Patient status: patient was sent to ICU.

Event description:
Procedure performed: laparoscopic excision of endometriosis + myomectomy. Event description: ports used during procedure: 2 x ctr12 (first port used in the umbilical for direct optical entry, second port used as right ancillary port, lateral to midline). 2 x ctr23 (one port used as left ancillary port, lateral to midline, second port used in the suprapubic position). 1 x 12mm [non-applied] bladeless trocar used in suprapubic position midway through procedure to accommodate for suture needle and specimen removal. Surgeon commented that the ctr23 port used as the left ancillary port, lateral to the midline fell out at the beginning of the procedure, and was placed back through the same incision. Midway through procedure the second ctr23 trocar was removed from the suprapubic incision and the 12mm [non-applied] trocar was inserted in replacement. Three quarters of the way through the procedure, the anaesthetist made comment that the patient had subcutaneous emphysema, and that there was gas leaking, suggesting the surgeon please check that all ports are in the abdominal cavity. Surgeon confirmed that all ports were in the abdomen, and anaesthetist questioned where the gas was leaking from, asking the nurse to check the insufflation stack. No solution was found. From conversations by the anaesthetist the patient's condition appeared to fluctuate. Procedure was completed successfully. At the end of the procedure the surgeon agreed with the anaesthetist that the subcutaneous emphysema was caused by the ports used. The reason being that the ports were the only new products used for this procedure, and this condition is extremely rare for her to experience. Patient was sent to ICU. Surgeon has ceased evaluation. All ports used during the procedure have been returned. Additional information received from sales rep via email on 23 august 2018: I spoke with dr. Today, the current update is that the patient spent the night in ICU, and then was discharged the following day. Patient status: the patient spent the night in ICU, and then was discharged the following day.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with three additional trocars. Testing was performed on all four units. However, the complainant¿s experience could not be replicated or confirmed. All four units met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance system for any developing trends.